Event description:
The customer reported that after they received the subject device (olympus loaner asset) from olympus, the scope was cleaned, hung, and microbiologically tested on arrival. The device tested positive for one (1) colony forming unit (cfu) of aspergillus fumigatus. The scope was washed again, sterilized and microbiologically tested a second time. The preliminary results of the second test indicated there was no growth detected at 48 hours. The scope was reportedly never used on a patient at the facility. Additional information regarding the customer's cleaning, disinfection, and sterilization processes have been requested. At this time, the information has not been provided.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. During inspection and testing, service found the bending angle in the up direction was out of specification due to wear of the angulation wire, and the adhesive on the bending section cover (a-rubber) was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.